Manufacturer narrative:
H3. Destructive analysis of the pump identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding an implantable pump. It was reported that in preparing the pump for implant, only 16ml of water could be withdrawn from the reservoir instead of the expected 37.5 ml. There were no known external factors. No pending alarms or errors were present when it was first interrogated. The pump was in shelf mode as to be expected. The surgical technician attempted 5 times to withdraw more water from the new pump reservoir after initially withdrawing 16ml. The non-coring needle was flushed, and the surgeon instructed the technician to try and inject water and then air into the pump, both of which were met with resistance. The pump was not used and a new pump was opened and implanted with no issue. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.